Event description:
A patient reported they were unable to receive an accurate reading on their fasttake meter due to their meter allegedly would not turn on. Patient reported they felt light-headed and nauseated. There was no result on their meter as the patient was unable to test. The patient reported that they were seen in the ER for a blood glucose reading due to the meter malfunction. Treatment was IV glucose at the ER. No further information has been reported. No serious injury or allegation of harm.